Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device did not work even when the tissue was between the jaws of the load to be stapled. It had been verified by the green lights that everything was correct. The handle was able to recognize the reload. The stapler was able to fire. The staple line was incomplete distally and centrally. The staple line was fixed with another device. The jaws of the device did lock on tissue but was removed from the tissue by removing the load. There was no tissue loss, tissue damage, blood loss, or extended surgical time. Incision was not extended. The last known patient status is stable.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. No visual abnormalities were noted. The eeprom was uploaded and indicated 2 autoclave cycles for the handle. Since the customer was not able to return the subject reload, functional testing of the handle and adapter was performed with a reload from our inventory. The reload was applied to test media, fully fired, and the staples formed properly. The reload articulated fully, fired, returned back to neutral position and was removed from the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.